Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth at the abutment site and subsequently underwent a skin revision in (B)(6) 2019. It was also reported that the patient experienced an infection and subsequently underwent a skin revision to remove the abutment and granular tissue under local anaesthesia on (B)(6) 2019. It was also reported that topical antibiotics (date not reported) were administered.